Manufacturer narrative:
Review of images indicated the arcuate did perforate the cornea. There was limited patient movement, the arc was 60 degrees in length with an 85% depth setting. The optical zone was set to 8mm, and was in the appropriate position. There was artifact on the posterior cornea noted on localized imaging. The surgeon monitored the patient and has the patient in a bandage contact lens. No vitrectomy was performed. Dr. Reported that patient was doing fine. No device failure was found.

Event description:
On 01/15/2018, a customer reported the following to lensar cas regarding a procedure from 2 weeks ago: "the lri appears to be full thickness. It is micro leaking. He presented last week with a very narrow chamber. I pressure patched him and placed bcl. He currently has deep chamber with no cell. Lri was placed closer to pupil center then typical. Llri is half way between pupil center and limbus.

Manufacturer narrative:
Review of images indicated the arcuate did perforate the cornea. There was limited patient movement, the arc was 60 degrees in length with an 85% depth setting. The optical zone was set to 8mm, and was in the appropriate position. There was artifact on the posterior cornea noted on localized imaging. The surgeon monitored the patient and has the patient in a bandage contact lens. No vitrectomy was performed. Dr. Reported that patient was doing fine. No device failure was found.

Event description:
On (B)(6) 2018, a customer reported the following to lensar cas regarding a procedure from 2 weeks ago: "the lri appears to be full thickness. It is micro leaking. He presented last week with a very narrow chamber. I pressure patched him and placed bcl. He currently has deep chamber with no cell. Lri was placed closer to pupil center then typical. Llri is half way between pupil center and limbus.